Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the system. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative on behalf on site reported that while outside of procedure when loading patient data on navigation system, the application exited unexpectedly and "medtronic" background appeared on the screen. There was no patient present at the time of the issue.